Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, the stapler stopped and did not fire. The device had to be replaced. There was no patient injury.